Event description:
A 52 year old male presented with acute myocardial infarction and cardiogenic shock, with the pre support clinical condition consistent with scai shock stage e. During preparation for impella cp support on (B)(6) 2026 at 14:50, the purge system was unable to complete the setup process. The initial impella pump exhibited persistent purge system setup failure that was not resolved by purge cassette or aic replacement but was corrected by full pump replacement. The second pump subsequently displayed a similar failure to prime condition during priming. Device return and evaluation are required to determine the underlying cause of the purge system failures. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A product history review was completed and noted there were no issues related to the complaint discovered when reviewing the product history of console ic2553. Investigation summary noted not available because product ic2553 was not returned. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
B1: added product problem, which was omitted in the initial report in error.